Event description:
The patient developed a-v block and a temporary pacemaker (transvenous) was inserted. The threshhold algorithm in the ventricular lead was tested and it was found to have increased its output after the medtronic's rep. Checked it. The medtronic's rep. Reprogrammed the threshhold algorithm so that the ventricular lead received more energy.